Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that three days after the catheter was inserted, the catheter slipped off the plastic fastening clamp which involved its expulsion. The wings of the fastening which are linked to the skin were still in place. The user had to insert another catheter in urgency into a fragile patient in intensive care. There was a delay in treatment with no harm to the patient, no patient death, and no patient complications were reported. The patient outcome was fine. Follow up information received on (B)(4) 2012 states the catheter was not sutured at the juncture hub and was only sutured at the clamp. They do not know if the catheter migrated completely out of the patient.